Event description:
During a cystectomy procedure, the device fired correctly on the first firing. The staples did not fire on the second firing. There was no reported pt consequence.

Manufacturer narrative:
One instrument was received in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass, right side 1/2 partially fired, left side 1/3 partially fired; no other anomalies were noted; however, indentation marks in the cartridge surface, left side, where the wedge band bypass occurred. When tested for functionality with a test cartridge, the instrument fired conforming.